Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing during implantation. The helix mechanism was turned approximately 10 times. The physician decided to remove and replace this lead using the same model prior to pocket closure. Measurements with this second lead were in range. No adverse patient effects were reported. The lead is expected to be returned for analysis. Additional information was received which indicated that the lead is not expected to be returned for analysis, as it was lost.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing during implantation. The helix mechanism was turned approximately 10 times. The physician decided to remove and replace this lead using the same model prior to pocket closure. Measurements with this second lead were in range. No adverse patient effects were reported. The lead is expected to be returned for analysis.